Event description:
It was reported that air bubbles were observed within the tubing. There was no adverse impact to the customer's blood glucose level. Customer changed the cartridge to resolve the issue.